Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-03567 for a description of the second device. It was reported to boston scientific corp in 2008, that a prolieve thermodilation kit was used for the treatment of benign prostate hyperplasia (bph) on four days earlier. According to the complainant, a low water level reading was rec'd halfway through the procedure. Upon removal of the device the physician determined that a leak was present in the prostatic and anchoring balloons. Procedure successfully completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been rec'd, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a follow-up medwatch report.